Event description:
It was reported that the device manufacturer representative had just learned that a catheter revision procedure was scheduled for the day follow the date of this report. The representative didn¿t know the type of revision, why or when at the time of the report and planned to update the event once she learned more. No further information was provided. The type of medication being delivered via the device system was not provided. It was later reported that the device system delivered fentanyl. Symptoms the patient experienced had included ineffective therapy, increased pain and a fluid lump near their spine. The health care provider (hcp) had done a dye study in the office however the device manufacturer representative was unsure of the date of the procedure. The issue with the catheter was that the spinal portion had a tear near the pin connector of the two piece catheter. As a result, the distal portion was replaced. The patient was now doing well and receiving effective therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).